Manufacturer narrative:
Method: device not returned;results: since the reported device was not returned, the device inspection is not applicable.conclusion: the plausible root causes of the reported event include the insertion angle of the screw and the bone quality of the patient.

Event description:
It was reported that while removing a radius multi angle screw from the s1 pedicle, the head and inner shaft of the pedicle screw unscrewed from outer shaft of pedicle screw and became two pieces. The outer shaft remained implanted in the patient while the tulip head and inner shaft were removed. The surgeon was able to reengaged the inner shaft and tighten it to the outer shaft. The screw remained in the patient and the procedure was completed.

Event description:
It was reported that while removing a radius multi angle screw from the s1 pedicle, the head and inner shaft of the pedicle screw unscrewed from outer shaft of pedicle screw and became two pieces. The outer shaft remained implanted in the patient while the tulip head and inner shaft were removed. The surgeon was able to reengaged the inner shaft and tighten it to the outer shaft. The screw remained in the patient and the procedure was completed.